Manufacturer narrative:
Other text: investigation results completed on a smiths medical ntubation/portex endotracheal tubes polar . Four photos attached and in photo three the complaint was confirmed. Sample from p/n (B)(6) revealed a hole in the tube. No other analysis and the complaint was confirmed. Root cause may be related to clinical methods performed.

Event description:
Investigation completed and summary in h 10.

Event description:
It was reported that when passing a stylet through the endotracheal tube upon the use of it, the stylet pierced the tube at the part where it was bent at an acute angle. The customer requested us to identify whether there was any anomaly in the endotracheal tube. No patient injury.